Manufacturer narrative:
This complaint has not been confirmed. The device has not been returned to the manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. Medical attention was reported to have been sought. This type of event is known to happen when the brush heads reach, or are beyond, their expected useful life and the tufted disk becomes more loose. Device not returned.

Event description:
The claimant alleges the toothbrush head cut her lip and the inside of her mouth. The injury in her mouth caused canker sores to develop. She had to get prescription medication to treat those. She had to get some medication to treat her cut lip.